Event description:
Note: this report pertains to one of two hurricane dilatation balloons used in the same procedure. Manufacturer report # 3005099803-2011-04306 addresses the first balloon, while manufacturer report # 3005099803-2011-04307 addresses the second balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two hurricane rx biliary dilatation balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for pancreatitis and stones. During the procedure, the first balloon was attempted to be inflated in the pancreatic duct; however, on the endoscopy video screen it was noted that the balloon was not inflating and contrast was leaking from the proximal end of the balloon. The device was removed and the second balloon was then attempted to be inflated in the pancreatic duct; however, on the endoscopy video screen it was noted that the balloon was not inflating and contrast was leaking from the proximal end of the balloon. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Reported event of balloon leak. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.